Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's permanent implant surgery was abandoned due to airway issues. No incisions were made before the procedure was abandoned.